Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (589 mg/dl). A manual injection was administered to correct elevated bg level. It was indicated that manual injections would be used as alternate insulin therapy.